Event description:
The hcp reported that the patient presented to the hospital in 2005 with various symptoms including apnea, loss of consciousness, cyanosis, bilateral lower extremity, weakness/numbness and difficulty with walking and weight bearing. The patient had previously experienced "withdrawal symptoms as refill appointment was delayed." The pump was refilled in 2004 after that episode. Multiple compounded medications have been in the pump and include: fentanyl, bupivicaine, clonidine and baclofen. The patient was admitted for the above described symptoms believed to be 'acute opioid overdose.' She was treated with narcan, versed, dopamine and fluid challenges. The full extent of the treatment provided to this patient is unknown. It is unknown if device troubleshooting was performed. Two months later the drug delivery pump was explanted due to 'baclofen pump failure.' The final patient outcome is unknown.